Event description:
Reference number (B)(4). Event occurred in greece. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2026. The site location was right abdomen. The location of detachment was tubing connector. The infusion set was in use for one day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: greece.